Manufacturer narrative:
On 18-aug-2025, the quality investigation was completed and provided to bridges consumer healthcare. The report verbatim is as follows: the most probable root cause is machine/other. Evaluation of the returned sample (received 15-jul-2025) showed minor delamination was present on the cross-direction edge of the complaint wrap (near the wrap end tab) due to missing glue (gap) from glue head 1-1. The complaint wrap did not contain exposed cells or damaged cells during manufacturing at the albany site. There was only minor delamination present. The delamination was not in the heat cell area. The minor delamination would not pose a risk to the customer. However, due to the delamination, the customer was able to peel away the menstrual in-house laminate from the top film of the cell pack causing exposure of some heat cells and damage to one (1) heat cell on the wrap. Although the customer damaged the cell when peeling away the menstrual in-house laminate from the top film of the cell pack, this would not have occurred if the minor delamination between the top film of the cell pack and the sms layer of the in-house laminate had not been present. This is a product quality complaint for heat cells damaged/leaking. The overall risk calculation was determined to be minor after the return sample evaluation.

Event description:
On 26-jun-2025, a spontaneous report from the united states was received via email regarding a female (age not provided). On an unspecified date, the consumer purchased a thermacare menstrual 8hr heat wrap. The consumer noted that the interior packaging ripped which exposed particles that rendered the product unusable. No additional information was provided.

Manufacturer narrative:
Investigation findings and conclusion are pending completion of the investigation as the returned sample has confirmed the reported defect (heat cells damaged/leaking). The review of the device history record, batch thermal records, and production controls met the product release criteria. There are pre-identified risk factors that could cause heat cell contents to leak listed in the hazard analysis ((B)(4)). In addition to these hazards, there are multiple risks that are outside the control of the site. There are material and product defect risks identified and mitigated to reduce the risk of these defects. In addition to these hazards, there are risks that are outside the control of the site, which include things like user-damaged cells upon opening (e.g., using scissors). The product warning labels instruct the consumer not to use the product "if heat cell contents leak and/or wrap is damaged or torn.". This is a product quality complaint for heat cells damaged/leaking. Evaluation of the returned sample shows layers of heatwrap separated with multiple heat cells exposed; one heat cell is damaged/leaking. This is not an adverse event as the consumer did not use the damaged/leaking heatwrap.